Event description:
It was reported that an unspecified access set was leaking from an unspecified location. This was discovered during set-up/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b3 event date: 8/11/2023 (previously submitted as asku). Correction made to d5: operator of device: health professional (previously submitted as other). B5: the event occurred when the nurse took the bag out to hang they noticed the label to be saturated and fluid on the brown light sensitive bag. H10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.